Event description:
It was reported that pump displayed malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label within ten days.